Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic or if the result was confirmed. Confirmation method(s) not provided. 18 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.